Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
The customer's parent reported that the high blood glucose was treated with manual injection and that the customer was not connected to the insulin pump at the time of the alarm.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's mother stated they were priming their tubing when the alarm occurred. The customer's blood glucose was 414 mg/dl. Troubleshooting was able to confirm insulin exited with a push plunger. Customer's mother also stated the insulin pump did not alarm no delivery with a manual prime. Customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.